Event description:
An olympus field service engineer (fse) reported that during an onsite inspection of the video system center had intermittent video image loss. The issue was identified during inspection for use. There was no patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.